Manufacturer narrative:
This is one of two related mdrs. Please refer to MDR 9610905-2016-00012.

Event description:
The screws were used to fixate a plate as a surgical intervention to a rib fracture. They were removed on the following day due to patient's cough causing the screws to pull out.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was sent back for evaluation. It is determined that the complaint percentage falls well within the product risk limits that are adhered to at klm. The material and device history records were reviewed based on the lot number provided and no abnormalities were detected. Due to no device being returned the root cause for the failure cannot be determined. If further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted.